Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was in bed at night and had a shock from implant, there was no change in activity, so they turned the device off. The patient then called the manufacturer and was instructed to make an appointment with their hcp. The patient turned their device back on but it did not work to charge. It was noted that two weeks later the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient had a shock from the stimulator this morning around 4am. The patient said it just shocked their whole body. Caller added that the patient tried turning the stimulation off and back on and when they got them up because the patient was hurting, they turned the implant off so it was no longer giving them any therapy. Caller mentioned the patient has dementia but they are clear on a lot of things and they are able to communicate. Agent asked caller if patient tried to turn stimulation back on after the incident and caller said no, the patient is asleep. Caller also mentioned they changed the program fr om c to b and decreased the intensity but it was bothering the patient so they turned stim off until they could talk to someone to see what they need to do. Caller said they seemed to have the implant working after the call in this case, but patient has an appointment at the pain clinic coming up on the 17th and wanted a rep there just to check on the settings.